Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 200 ohms. When programmed right atrial (ra) coil to can impedances was greater than 200 ohms. The device was reprogrammed rv coil to can impedances measured 90 ohms. A chest x-ray was performed and found there was a proximal electrode failure. The plan is to perform defibrillation threshold testing however, they may revise the lead due to the patient being young and secondary prevention. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead was explanted and a new lead was implanted successfully.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range shock (oor) impedances measuring greater than 200 ohms. When programmed right atrial (ra) coil to can impedances was greater than 200 ohms. The device was reprogrammed rv coil to can impedances measured 90 ohms. A chest x-ray was performed and found there was a proximal electrode failure. The plan is to perform defibrillation threshold testing however, they may revise the lead due to the patient being young and secondary prevention. At this time, the rv lead remains in service. No adverse patient effects were reported.